Event description:
Caller reported symptoms of hypoglycemia, took of 31 grams / 1.09 oz of instant glucose. He then tested with aviva system: he got 275 mg/dl at 3:16 p.m. He got 93 mg/dl at 3:19 p.m. He got 81 mg/dl at 3:34 p.m. He then ate peanut butter: he got 202 mg/dl at 4:19 p.m. He got 388 mg/dl at 4:20 p.m. He got 173 mg/dl at 4:21 p.m. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.